Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the patient had to be hospitalized for 4 hours because of high blood glucose level. Patient's blood glucose value when admitted to hospital was 500 mg/dl. As a treatment for high blood glucose the patient took bolus manual shots and was hospitalized. Symptoms reported at the time of hospitalization event were feeling sick, headache, tired, altered vision, extremity pain and increased thirst. Also, patient positive for ketones. At hospital the patient was treated with intravenous insulin infusion. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.